Event description:
Health care professional (hcp) reports 3 leaks in the heparin line where it connects to the arterial blood line noted both during prime and use. Health care professional reports no pt injury.